Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device remains implanted.

Event description:
It was reported that when the gold screw of the cage was final tightened by counterclockwise movement, as specified in the surgical technique, a part of the screw broke. Because the screw breakage was partial, the surgeon continued with final tightening. It was discovered that prior to implantation, the surgeon accidentally turned the screw clockwise which is not specified in the surgical technique. There were no adverse consequences to the patient.

Event description:
It was reported that when the gold screw of the cage was final tightened by counterclockwise movement, as specified in the surgical technique, a part of the screw broke. Because the screw breakage was partial, the surgeon continued with final tightening. It was discovered that prior to implantation, the surgeon accidentally turned the screw clockwise which is not specified in the surgical technique. There were no adverse consequences to the patient.

Manufacturer narrative:
Method: product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event of was confirmed via email correspondence with the sales rep. All fragments were retrieved and surgery was completed successfully. The device was not returned - still implanted, therefore device evaluation could not be performed. Manufacturing history review revealed no relevant anomalies. Conclusion: some plausible root cause of the screw fractures are : excessive torque applied during implant expansion in-situ, user applies off-axis loading during expansion, inserter not assembles correctly to implant. However the exact root cause cannot be confirmed without device evaluation.